Event description:
It has been reported to philips that there was a startup issue on the allura system. The user performed a reboot of the system, but the issue persisted. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that the f23 fuse failed. The fuse was replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start up. The fse checked the system and found that the ippc (image processing pc) couldn't power on due to a fuse which was defective. The fse replaced the fuse to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.